Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' annuloplasty ring was explanted after an implant duration of 202 months. Through follow-up, it was reported that the ring was explanted due to deterioration. It was also reported that calcification [of the native valve] caused/contributed to this explant. No further details were reported.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: device history record review is in progress, and will be reported once completed. Upon follow-up with the healthcare provider, it was learned that th subject device has been discarded, and no additional information will be provided.